Event description:
Baxter (B)(4) was informed that an automix 3+3 compounder transfer set had particulate matter. This was discovered before use. There was no patient involvement or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4) - a request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.this device is class ii exempt from having a 510(k) number.

Manufacturer narrative:
(B)(4). The reported issue particulate matter was not confirmed. The visual inspection was performed to the set and the results were satisfactory; all components were present, in the right position and complete. The batch review was performed and no deviations were found during the manufacturing of the product. The root cause was determined to be undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.